Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was not right, and patient advocate was concerned about it. In addition, the patient has talked to the physician and stated that it was tweaked. As of this time, this lead remains in service. No adverse patient effects were reported.